Manufacturer narrative:
(B)(4).

Event description:
A catheter problem was reported. Per the healthcare provider (hcp) they had done a dye study and everything was normal, but the catheter was right in front of the refill port so hcp was unable to fill the pump without poking the catheter. It was indicated that they would be revising the pocket and moving the catheter. Device troubleshooting was being done to understand days until pump goes empty. Drug delivered via the device was morphine 50mg/ml, 9.5 mg per day.

Manufacturer narrative:
Catheter: model: 8709sc serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4).